Event description:
It was reported that sterile processing noticed the tip of the screw and plate holding forceps was broken. Missing tip cannot be found. No issues with device prior to discovery. No patient or case involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one part 347.985 was received with one tip of the forceps broken off. Balance of the instrument is in good condition. The returned device shows regular use during its 10 year lifespan. The tip of the forceps is broken off and was not returned. Combinations of wear and inattentiveness during sterile processing have contributed to this complaint condition. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used to hold small plates and screws during implantations and proper use and maintenance are addressed in technique guides. The complaint condition was caused by accumulated wear and inattentiveness during sterilization, rather than the design of the instrument. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item. A service and repair evaluation was performed; the customer reported the tip was broken. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.